Event description:
A non-healthcare professional reported that flap thickness obtained was less than projected in the unknown eye of the patient, during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d9, h3, h6, and h11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Treatment report and additional information was requested but not provided therefore a deeper investigation cannot be performed. During on site technical visit, field service engineer performed system verification and calibration. Field service engineer could not replicate reported event. Service installation record confirmed device met specifications. Root cause for the reported event could not be determined conclusively. A deeper investigation could not be performed based on the provided information. The manufacturer's internal reference number is: (B)(4).